Manufacturer narrative:
The sensor replacement alert was presented to the user on (B)(6) 2024, day 22 after insertion. An RMA was issued for the sensor for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed. From the return material analysis testing, the returned sensor did not reveal any malfunction.the user opted out of dms and could not provide a diagnostic upload for further analysis. However following the case history for this user, we see that the user: reported a bruise at the sensor site after her insertion on (B)(6) 2024 through (B)(6) 2024. Provided screenshots show inaccuracy on (B)(6) 2024. Provided screenshot that shows sensor suspend alert on (B)(6) 2024. Provided screenshot that show sensor replacement alert on (B)(6) 2024. Based on these observations, it is likely that there was significantly depressed signal and reference channels and declining msp values since insertion, potentially due to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure.as part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 26 march 2025. D9 device available for evaluation? Yes, on 17 february 2025. G3. Date received by the manufacturer? 26 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 27, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.